Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and a pre-existing flail. A steerable guide catheter (sgc) was inserted. However, resistance was encountered at the insertion point, and after one attempt, it was observed that the soft tip of the guide was distorted and had a sharp part. Therefore, the sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was discontinued. No additional clips were implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.